Event description:
Procedure: lap nissen. According to the reporter: material from the retractor left fuzzy material inside the patient. Noticed by the surgeon and pieces were removed. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.

Manufacturer narrative:
(B)(4).